Event description:
The facility rep reported "infused too fast" during pt use (during infusion). Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported to the device. No add'l info was available.

Manufacturer narrative:
The device has not yet been received for evaluation. When the pump is recieved for eval, a follow-up report will be filed upon completion of the eval or if add'l info becomes available.